Event description:
During the atypical flutter procedure, the patient experienced a cerebrovascular accident. No additional information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cerebrovascular accident remains unknown.

Event description:
There were no problems noted during ablation, only some difficulty with the catheter during roofline ablation. The patient experienced diminished control with the right hand and slurred speech. A CT scan on (B)(6) 2022 revealed a possible fresh infarction left paraventricular. The patient still had some problems with the right hand and some difficulty walking the stairs and will get physiotherapy.